Event description:
Pt is using a minimed 508 insulin pump. It suddenly quit working. They called the help line and were told it had a static electricity problem. They were told to take out the batteries for 2 hrs and if that did not work, to take out the batteries for 8 hrs. Pt is a brittle diabetic who can not go without insulin for 8 hrs.